Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the had a no display could not be confirmed olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During investigation, the customer connected a scope to the video system center and there were no issues with the image. The device was not returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that no image was displayed on the monitor when connected to the video system center. There were no reports of patient harm associated with the event.